Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, rash ("rashes") and fatigue ("fatigue"). The patient was treated with surgery (underwent salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, rash and fatigue outcome was unknown. The reporter considered device dislocation, fatigue and rash to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated /malposition of essure device location of device: projected at the tubal ostial site in the right embedded within the cornua & myometrium"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (batch no. B59458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hyperpigmentation skin, abdominal pain, tenderness, skin lesion and neck rash. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), eczema ("rashes or skin conditions type: eczema") and dry skin ("dry skin on face andeyelids") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (-bilateral salpingectomy - hysteroscopic removal of essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abortion spontaneous, pregnancy with contraceptive device and eczema outcome was unknown and the fatigue had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 2, para 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, dry skin, eczema, fatigue and pregnancy with contraceptive device to be related to essure. The reporter commented: discrepancy noted in essure insertion date : (B)(6) 2013 , (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result -unilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dry skin, eczema, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2019: pfs and mr received : reporter added, aka name added, patient demographic updated, essure insertion and removal date updated, lot number added, event rash is updated to eczema. Events added- eczema, abortion spontaneous, pregnancy with contraceptive device, device ineffective, dry skin. Events onset date and outcome updated, concomitant drug , lab data and medical history added incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fatigue ("fatigue") and rash ("rashes"). The patient was treated with surgery (underwent salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fatigue and rash outcome was unknown. The reporter considered device dislocation, fatigue and rash to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.